Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance for resetting the pump, which resolved the malfunction without recurrence. The customer was instructed to continue using the pump and to report back if the malfunction code reappeared, which they acknowledged and understood.